Event description:
On (B)(6) 2016 the device trigger faulted with code 1003: "voltage too low for projected remaining capacity". The device needed to be changed out within 29 days or the device could become unpredictable.